Manufacturer narrative:
Device evaluation: one device was received in good condition. No visual anomalies or defects were noted. The device was tested, and all tests passed at the time of investigation. During the investigation it was found, that ¿when is setting, point to point, device working correctly but when is setting lever over the max limit, not point on point the device failed tests¿. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Selector disc with o-rings will be cleaned, if necessary, it will be replaced.

Event description:
It was reported that the unit stops breathing at the highest setting. The event occurred during patient use and no patient harm reported.